Event description:
It was reported that a patient fell yesterday and fractured a wrist. It was reported that the patient "was on her way to see another orthopaedic surgeon". Additional information received reported that the patient¿s ¿stimulator unit had been very active¿ and that the patient was unsure of what to do with it. Additional information received reported that the patient's concerns had not been addressed. It was noted that the patient had been unable to get in contact with her healthcare professional (hcp) for two weeks. It was reported that she could also not reach a manufacturer's representative.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 365560 lot# n307525, implanted: 2011 (B)(6); product type accessory product ID 37092 lot# 292790001, implanted: 2011 (B)(6); product type accessory product ID 355531 lot# n309698, implanted: 2011 (B)(6); product type screening device product ID 3776-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).